Event description:
It is reported that in 1997 pt underwent placement of plate and screws in the right foot. Post-op, pt was very non-compliant. Pt participated in weightbearing against doctors orders and refused to be casted. Subsequently, 5 months later, x-rays revealed one of the screws had fractured at the screw head. 3 months later pt underwent removal of the plate and screws followed by arthodesis for fusion and grafting. Pt did well post-op.